Manufacturer narrative:
Paradoxical hyperplasia (ph) is a potential adverse event noted in product labeling. The coolsculpting user manual describes ph as an uncommon increase in tissue volume at the treatment site, appearing two to five months post-treatment and possibly requiring surgery. Ph is not linked to device failure but is included in risk management as an inherent risk of cryolipolysis. A supplemental report will be provided if more information becomes available. Clarification to partial date of occurrence b3: "4 months" post treatment and "start of august" was provided. Clarification to e1: diagnosing provider reporter: (B)(6) .

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen and flanks on (B)(6) 2025 using the cooladvantage c150 system applicator(s), who developed paradoxical hyperplasia (ph) after treatment. Provider diagnosed ph to the back fat area. Provider further reported "upper flanks and abdomen feel firmer than tissue not treated and look to be applicator shaped. Patient noticed growth in those areas since the start of august. Patient also endorsed ... Pain in these areas post treatment resulting in need for pain medication, now the pain is only present during intense activity."